Event description:
It was reported that there was a molding defect with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter: customer reported "edta sample tube top was broken and therefore not sealed." Review of photos shows that it is actually a moulding defect of the lip of the tube which has impacted the seal/closure of the stopper/cap.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for lipout was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of lipout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode lipout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."